Event description:
It was reported that approx two yrs post implantation the pt presented with opacification in the central area of the lens. The original cataract surgery was combined with corneal transplant surgery (dsaek). The pt's visual acuity decreased from 20/25 to 20/40. The lens remains implanted.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.